Event description:
It was reported by distributor that they had to replace the usb cable from a customer's motion tablet as this was not working. Additional information was received that the tablet didn't communicate with the wand, but immediately after the change of the usb-cables, communication was successful. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.